Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump was tested to be under infusing. With claves the accuracy reading was -14.17%, without claves, the accuracy reading was 0.77%, with the walkmed bag the accuracy reading was -5.49%, the mod test was -0.54% . And bench accuracy was -0.45% . There was no patient involvement.